Manufacturer narrative:
The glidescope smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable where they were able to verify the reported image issue. When the cable was connected to a test video monitor and blade, the image would disappear intermittently. Since the customer received a replacement device, the returned cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The customer declined the option to have their glidescope smart cable returned to verathon for evaluation. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 05-apr-2016 and is past the one (1) year manufacturer warranty period. Since the device was not returned to verathon for evaluation, the cause could not be determined, but it is likely that the age of the device, approximately three (3) and a half years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image would disappear intermittently when the cable was flexed. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.